Event description:
It was reported that the surgeon was using a competitor's lens with a msi-tf injector and the foam tip plunger tore the haptic during insertion. The lens was removed without enlarging the incision.